Manufacturer narrative:
The complaint device is not being returned, and is therefore unavailable for evaluation. However, this type of failure has historically been attributed to user technique. One hypothesis is that during the initial anchor insertion, the anchor could have been inserted off axis or inserted into too hard or dense bone. Any one of these improper techniques could have created a crack or weakened the anchor during initial insertion, leading to the failure of the device over time. Furthermore, no lot number was supplied by the complaint facility, which prevents a batch record review from being conducted and also precludes a lot specific search in the mitek complaints system for other similar complaints for this lot. Therefore, no other root-cause could be determined other than those cautioned against in the IFU. We believe this to be a user technique issue. No further action is warranted at this time.

Event description:
The rep is reporting that the head of a spiralok anchor broke from the body of the anchor in the post-operative time frame. Three weeks post-op, the pt had redness around a portal and pain, irrigation and debridement was performed. At 6 weeks post-op, a second shoulder scope was performed because of continued pain. This is when the surgeon found the floating implant. The anchor head had torn through the rotator cuff and was found floating in the joint. The surgeon removed the broken anchor head and repaired the cuff with a new anchor without further incident or harm to the pt.